Event description:
It was reported that the patient¿s personal therapy manager (ptm) was showing an incorrect refill date of (B)(6) 2013. The patient¿s last refill was in (B)(6) of 2013. The patient¿s next refill appointment was on (B)(6) 2013. The medication being delivered via the device system was not reported. It was later reported the device system had been used to deliver hydromorphone, clonidine and baclofen. The patient was in the office on (B)(6) 2013 and the issues with the ptm were corrected. The outcome to the patient was no injury.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programme. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).